Event description:
Failed fracture plate implant right clavicle 5 weeks post-op. Returned to surgery for explant. Physician's dictations states, "he reports he was being rather active and noted acute onset of pain in the right shoulder. He was seen where x-rays revealed that his fracture plate had broken.